Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be confirmed. Inquiries have been sent out for the status of the device return; however, no correspondence has been received regarding the device. Once the device is received and analysis is completed, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the mirage guidewire separated as it was torqued inside the patient¿s brain. The separated piece of guidewire remains in the patient. The guidewire was replaced with another one by another manufacturer. The patient is alive.

Manufacturer narrative:
The mirage guidewire was returned for analysis and the total length of the returned mirage guidewire segment was measured to be approximately 185.9cm and approximately 14cm of the guidewire was missing when compared to drawing. This missing segment was reported to remain within the patient. The distal broken end was found to be wavy. The mirage guidewire broken end was then sent out for sem (scanning electron microscopy) analysis. No other anomalies were observed. Based on the sem (scanning electron microscopy) analysis report, ¿the fracture features observed on the broken wire are consistent with torsional overload failure mechanism¿ which indicates the mirage guidewire broke due to excessive force (twisting). It is likely the mirage guidewire broke as it was advanced and rotated aggressively with the apollo micro catheter inside the patient¿s ¿moderate in tortuosity¿ vasculature. The product analysis does not suggest a potential or confirmed manufacturing issue. In addition, all products are 100% inspected for damages and irregularities during manufacture. Therefore, manufacturing has been ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Received additional information: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Received additional information stating that the patient was undergoing endovascular treatment of an avm. The patient's vasculature was moderate in tortuosity. The part of the microcatheter that broke off was the softer distal radiopaque portion and it moved from the right terminal internal carotid artery to the inferior division of the right middle cerebral artery. Attempts were made to remove this piece with a micro snare without success and the procedure was abandoned at the time. The patient is clinically stable with gcs 15/15 - no focal neurological deficit.